Event description:
On 21-may-2026, a sales representative reported via phone that an ar-3636 knotless fibertak anchor was unable to gain tension and tighten into place during a labrum repair, a new kit was opened, and the case was completed successfully with minimal delay and no harm to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.